Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a csf leak. The patient had a lead migrate (mfg report reference: 1627487-2019-03187 & 1627487-2019-03188) and went back to the physician to get a new trial implanted. The physician placed two leads but while placing the third, there was a csf leak. The physician removed this trial lead and performed a blood patch. The patient was taken to the recovery and treated for a spinal headache for 48 hours. Further follow up shows the csf leak has been resolved.